Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed on the product and the rear panel of control unit has a large dent and the all 3 mounting screws are missing from the lid. The main pcb is broken off it's nylon mounts and is loose inside of chassis. Also the connector on main pcb has bent connector pins. There was a relationship found between the returned device and the reported incident. Complaint of control board problem was confirmed. The main digital pcb was found loose inside of chassis, causing blank display and unit is completely nonfunctional. No functional tests were performed due to damage to main pcb. Control unit appears to have been dropped. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the dii controller had a control board failure. No patient injury was reported and a competitor device was used: arthrex.